Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2938836-2019-12413. It was reported that during a device exchange, high impedance was observed on the atrial and ventricular leads. Low sensing was also observed on the right ventricular lead. The physician elected to cap (B)(6) 2019 and replace the leads and the patient was stable following.